Manufacturer narrative:
H3: device evaluation - lens was returned in microcentrifuge vial dry with residue/debris on product. Visual inspection found haptic broken/bent/deformed. Dimensional inspection found the lens to be within specification. Claim# (B)(4).

Manufacturer narrative:
Claim# (B)(4).

Manufacturer narrative:
B5 - lens was exchanged on (B)(6) 2023 with a longer length lens due to low vault and problem was resolved. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vicmo12.6; -11.00 diopter implantable collamer lens was incorrectly returned in place of another lens. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).